Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in a patient with a coronary stent in the left main, the balloon on the 26mm commander delivery system ruptured during valve deployment due to interaction with the coronary stent. When the delivery system was brought back through the esheath+, the balloon was stuck within the esheath+, and the inflation device contained blood in it. The team tried advancing the delivery system in order to come back into the esheath+ at a different angle. However, the balloon was still stuck in the esheath+ about mid-way. The team realized that there was still some contrast in the balloon and they were able to aspirate the contrast/blood from the balloon manually with a needle. They were then able to remove the delivery system and esheath+ from the patient. All this time, they had a koda balloon in the aorta. Then two covered stents were deployed in the iliac. The patient still had some bleeding, so they ballooned the stents, eventually achieving hemostasis. Per report, a femoral cutdown was planned on this patient from the patient's left side due to bifurcation and calcium at the stick site. A femoral cut down was done by the vascular surgeon, and the valve was deployed with minus 1cc.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device images were received from the site, and the following was observed: the provided device-related photos and fluoro/cine imagery were reviewed, and the following was observed: the delivery system (without thv) was partially outside of the sheath profile through the torn liner. The liner was torn at the distal end of sheath. There was a longitudinal balloon burst. The reported event for balloon burst and difficulty to withdraw system through sheath were confirmed based on the evaluation of the customer provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the device history record and lot history was unable to be performed as the lot number was unavailable. A review of the instructions for use and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, preexisting bioprosthesis can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient (pre-existing bioprosthesis) factors may have contributed to the reported balloon burst. The evaluation of the provided imagery showed that the delivery system was outside of the sheath profile through a torn liner and liner tear was observed at the distal end of sheath. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the withdrawal difficulty. As the balloon burst, pockets of contrast may have become caught between balloon folds and led to an increased profile of the balloon. The altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As such, available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.